Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the lead (l/n va0334j) found that all conductors were broken 5.0cm from the distal end. Reference report- 3004209178-2015-22659 for ins.

Event description:
It was reported that the stimulator and the lead was explanted on (B)(6) 2015. Issue reported was greater than 4000 ohms impedance on all pairs. Patient falling led to this event. Diagnostics/troubleshooting performed was interrogation and programming. A new lead and new battery placed. It was unknown if the issue was resolve at the time of report. The patient was reported alive with no injury. The device was returned. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.